Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the patient had their first refill in either in (B)(6) of 2024 post their new pump and got back 20 ml of drug which was more than expected. The healthcare provider (hcp) stated that the patient had an indium study where he went back in three days in a row to watch the drug move through the system and there were no issues found. Since then, there has not been any other volume discrepancies at refills. Additional information was received from a healthcare provider (hcp) stated that the expected volume supposed to be 3 ml, but it ended up more than expected. The cause of the volume discrepancy was unknown. After the physician performed a dye study, the volume discrepancy was resolved. There was no issue with the pump or therapy. The hcp has no additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.